Manufacturer narrative:
H6: medical device problem code a041001 captures the reportable event of stent wire punctured sheath. H10: a wallstent biliary partially covered stent and delivery system were returned for analysis. The stent was received fully covered and undeployed. Visual examination of the returned device found the stent wire was protruding out of the outer clear sheath. The outer blue sheath was kinked. No other issues were noted to the stent. The reported event of stent wire punctured the clear outer sheath was confirmed. It is possible that the factors encountered during the procedure, the technique used by the user and/or the interaction of the device with the scope could have caused some resistance causing the wire of the stent to perforate the exterior tube and the kink noted in the outer blue sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallstent biliary partially covered stent was to be implanted to treat a 4 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent wire punctured the outer sheath. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallstent biliary partially covered stent was to be implanted to treat a 4 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent wire punctured the outer sheath. The stent was removed from the patient fully covered by the outer sheath and the procedure was completed with another wallstent biliary stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.